Event description:
Report received of an under-delivery during preventative maintenance testing (pvt). The pump was returned from clinical service with the complaint that the cassette door was broken. The customer reported that customer found no problem with the cassette door. During pvt testing, the pump reportedly under-delivered. There were no reports of any adverse patient events while the device was in clinical service.